Manufacturer narrative:
Updated fields: (device available for eval), (investigation type, investigation findings, component codes & investigation conclusions). The stm replaced the front end board (d670-00-1164). The unit passed all functional and safety tests and was returned to the customer. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0769 rev e sn: (B)(6) front end board. This part was received with a reported unit failure message of blue port broken on board. Performed visual inspection of these parts received and found blue port was broken on board. The fat dept. Verified the failure message of blue port broken. Retaining this board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit returned from a trial at (B)(6). Trainer insertion port, or blue port, broken. There was no patient involvement reported.